Manufacturer narrative:
The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump was returned without a battery installed. No cosmetic damage noted. Data analysis: (B)(6) 2016 daily insulin total = 18.250u; (B)(6) 2016 daily insulin total = 24.450u; (B)(6) 2016 daily insulin total = 24.450u; (B)(6) 2016 daily insulin total = 27.650u; (B)(6) 2016 daily insulin total = 22.800u; (B)(6) 2016 daily insulin total = 34.300u; (B)(6) 2016 daily insulin total = 22.550u.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. Two to three months prior to passing the customer had a kidney stone which got infected and caused septic shock. The customer was hospitalized and was put in induced coma. She was released to a rehab, then went back home. She was placed on medication which limited circulation to the fingers and the toes causing dry gangrene. She had a pre-op appointment on (B)(6) 2016 for toe amputation. However, became ill with a stomach bug that trigger high blood glucose (too high to register a value in the meter), had diarrhea, wasn't feeling well. She treated with 6 units of insulin. Before going to bed, the caller went to check the customer's blood glucose and found her deceased. The death certificate is not yet available. The customer had dysautonomia, mitral valve prolapse, mini-strokes induced by diabetic ketoacidosis (prior to insulin pump use). The customer was wearing the insulin pump at the time of death.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.